Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the insulin pump had rewind anomaly and insulin pump was not working. The blood glucose was 300 mg/dl at the time of the incident. The current blood glucose was 276 mg/dl. Customer stated that, they did not receive 2nd series of beeps nor did numbers appear on the screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. No rewind anomaly noted.